Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test, basic occlusion test, occlusion test and prime/compromised force sensor system test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was 96 mg/dl at the time of the incident. Other blood glucose value mentioned was 300 mg/dl. Troubleshooting was done. The customer was experienced high blood glucose level. Customer reported that insulin did exit. The insulin pump will not be returned for analysis.